Event description:
Per the clinic, the patient experienced a performance decrement leading to device non-use. The device was then explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 22, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 29, 2023.